Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/07/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons responded to button presses as expected and had normal spring back. There was no scrolling or hypersensitive keys observed during investigation. There was no damage or corrosion found under the key contacts. Unrelated to the complaint, a small crack was found between the ir window and pump seal. The pump was opened and internal moisture was found inside the pump.